Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: tubing completely ripped out of infusion bag spraying saline everywhere. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. What medication was being administered and leaked. Was this a chemotherapy drug? Normal saline was running through the line, no chemo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.